Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly had minor bends. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the smart coil introducer sheath is not aligned properly within the hub of a parent catheter, the embolization coil may take shape within the hub and resistance may be experienced while advancing. If the smart coil is subsequently advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was advanced out of its introducer sheath without issue. Resistance was experienced while advancing the smart coil through the hub of a demonstration microcatheter and the coil could not advance further. Further evaluation revealed bends on the pusher assembly. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the feeding artery of tumor using penumbra smart coils (smart coils). During the procedure, the physician experience resistance and was unable to advance a smart coil at all within its introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil and other additional coils with the same microcatheter. There was no report of an adverse effect to the patient.